Manufacturer narrative:
Date rec'd by MFR: 18apr2019. The manufacturer's field service engineer (fse) confirmed the reported issue. Touchscreen would not respond in certain areas. Calibration would not correct it. The manufacturer's field service engineer (fse) replaced the defective touchscreen and calibrated the device to address the reported problem. The unit successfully passed the required performance verification test. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of report : 24jul2019, date rec¿d by MFR :22jun2019. A touch screen assembly was returned to the manufacturer for failure investigation (fi). It was determined that the ul_lr and ur_ll resistance were out of specification. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 04/15/2019. A follow-up report will be submitted once the investigation has been complete. The event.

Event description:
The customer reported touch screen calibration. The lower left part of the touch screen is out of calibration and will not calibrate. The device was not in use at the time of the reported event; therefore, there was no patient involvement. Event date not specified, estimate used.